Event description:
It was reported that a crack in the bd luer-lok¿ tip syringe caused liquid to leak out. This occurred with 3 syringes. The following information was provided by the initial reporter: "leak / crack in the syringe barrel".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 22-feb-2023. Investigation summary: ninety samples and two photos were provided to our quality team for investigation. A visual inspection was performed, of the ninety samples eighty-six samples were acceptable per product specification. Of the four samples, one sample had a cracked barrel next to the scale markings, one sample had a broken plunger rod with 1/3 of the thumb rest missing, one sample had a small cut in the barrel and last sample had a small piece of a broken plunger rod inside the package. The conditions observed are non-conforming per product specification. Potential root cause for the cracked/damaged barrels, broken plunger rods are associated with the assembly process. A device history record review was completed for provided lot number 2228736. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported that a crack in the bd luer-lok¿ tip syringe caused liquid to leak out. This occurred with 3 syringes. The following information was provided by the initial reporter: "leak / crack in the syringe barrel".